Event description:
It was reported that the collimator fell off during a collimator exchange. The customer also reported that this is the third time the collimator cart did not latch the collimator properly, but first time the collimator fell. Reportedly, the crystal had been impacted and required replacement and the collimator cart required adjustment.